Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was observed with physical damage to the alternating current power cord ground pin. This condition had the potential to interrupt delivery. This was not reported by the customer, as it was found during preventative maintenance of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. The cause was determined to be a broken alternating current (ac) power cord ground pin due to mishandeling or excessive force. To correct the condition, the ac power cord was replaced. If any additional information is received, a follow up MDR will be sent.